Manufacturer narrative:
The device was returned to smiths/ICU medical. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the pump's occlusion alarm went off 4hours before the programmed end of infusion. She noticed that the cassette's medication bag was empty. The entire dose seemed to have been administered; the nurse stopped the pump. No patient injury was reported.

Event description:
Additional information received by manufacturing via email on 05 may 2022: no clinical consequences for the patient. Unknown pump serial number.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.